Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "during op, "release the blade pressure" message was displayed and I&a didn't operate. Broken blade." Failure analysis found the primary finding of blade broken to be related to the customer reported complaint. The intrument was found to have a broken blade. The blade broke at roughly 0.177¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a ¿release the pressure" message was displayed and the harmonic ace instrument did not operate. The customer re-installed the instrument several times with no change. There was no report of fragment(s) falling inside the patient. A similar backup da vinci instrument was used. The procedure was completed with no report of patient harm, adverse outcome, or injury. Later during reprocessing, the instrument blade was broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure was completed robotically. No fragment fell into patient. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.